Event description:
The patient reported, that his system was explanted due to gangrene. He stated, he wished that he still had the pump. He expressed dissatisfaction with the hcp "he made me suffer for 8 months". No symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.